Event description:
Allegedly, patient was revised due to infection. Revision njr number: 6. Side: l. Primary asa: p2 - mild disease not incapacitating. Products no revised: product ID: efsrn6pl, lot: 1671546, qty: 1. Product ID: eis6s10l, lot: 1663651, qty: 1.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.